Manufacturer narrative:
Unit power up properly after battery installation. No frozen screen, full segment missing or blank display noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit and failed battery test alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the pump screen was blank. Customer's blood glucose value was 72mg/dl. Customer stated the pump was neither exposed to extreme temperatures nor direct sunlight. Customer mentioned that the black screen did not disappear. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.